Event description:
Hospitalized for a hysterectomy due to worsening symptoms from essure birth control implant. Symptoms included but were not limited to: hot flashes, loss of libido, increase in urinary tract infections post implant placement, severe migraines medicated and causing loss of work, depression/anxiety treated with sertraline and lorazepam, brain fog. All of these symptoms presented and became increasingly worse after placement of essure implants due to my desire not to become pregnant again after my last child. If I had known of the possibility of these symptoms and issues which were life changing I would never have chosen to have the devices placed in my body. Pelvic pain change in stools insomnia treated with zolpidem abdominal bloating. Dr (B)(6) has reports filed on my behalf for the incident. Located at (B)(6).